Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 47-year-old female patient who presented with chest pain/panic attacks. The following results were provided: (B)(6) 2026; sid: (B)(6): initial result = 191.7 pg/ml. Repeat results at the reference lab- normal (no data provided). (B)(6) 2026: repeat results using same sample from (B)(6) = < 2.7 pg/ml. The customer¿s reference range is < 14 pg/ml. There was no reported impact or harm to patient management.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.